Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 3/6. The caregiver (cg) stated a supply bag fell and disconnected. Product surveillance contacted the home patient's cg regarding the reported incident. The cg stated the home patient moved the homechoice, which pushed the supply bag off the table. The caregiver restarted the therapy with new supplies. The sample was discarded. No patient injury or medical intervention was reported. The home patient is continuing therapy as usual. No additional information was provided at the time of this call.

Event description:
This is a report of a patient with peritonitis after feeling pain during the initial drain phase of therapy. The patient had fulfilled the requirements of the initial drain and the technical service representative helped to advance the patient to start cycle 1. The cg noticed that the fluid in the patient line tubing was cloudy. Follow up conversation with the nurse revealed that the patient was admitted to the hospital for peritonitis on (B)(6) 2010 and discharged on (B)(6) 2010 after the infection was resolved. The patient started having abdominal pain and was readmitted to the hospital for peritonitis on (B)(6) 2010 and was scheduled for discharge on (B)(6) 2010. The nurse believed that this was a recurring peritonitis because the gram stain results are the same as the first episode. Further results of the recurring peritonitis were not available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).